Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon occurred due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of no image was not confirmed. The additional evaluation findings are as follows: abnormal noise was generated from the equipment, and the image was disturbed due to poor contact of the receiving contact of the video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition autoclavable camera head had no image. The issue was found during preparation for use. The intended procedure was not prolonged, and the patient¿s anesthesia or sedation was not extended. The intended procedure was not canceled or postponed, and the reported issue did not affect the outcome of the procedure. There were no other devices involved in the event. There were no reports of patient harm or involvement.